Event description:
Patient reported that a comparison between their ss meter and a hcp meter (brand unknown) done about 30 min. Apart was 3.6 (ss) and 158 (hcp). Lfs rep discovered patient's meter was set to mmol/l and converted the ss result to mg/dl. Actual comparison is 65 mg/dl (ss) versus 158 mg/dl (hcp), respectively (59% difference). No symptoms were reported. Lfs rep helped patient set meter to mg/dl. On follow-up, patient's spouse confirmed the above results, qc procedures were reviewed with patient's spouse. There was no allegation of harm.